Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the paramedics were dispatched for low blood glucose levels on (B)(6) 2016. His blood glucose level was 18 mg/dl. The customer could not swallow. He was unconscious. The customer was wearing the insulin pump at the time. Customer's current blood glucose level was over 400 mg/dl. His wife called the paramedics. The device was not returned.